Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 521 mg/dl and insulin injections were administered to address the bg level. Although requested, the contact did not report that cause of the high bg. The contact declined tandem technical support's offer to troubleshoot to determine a possible cause of the high bg.